Event description:
It was reported that a burst watchdog error message was observed. Due to unintended behavior in the model 106 aspire sr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. In this case the magnet mode output current was programmed the same as autostim output current and once the autostim was decreased to 2.0ma the pulse was enabled. The programming history data for the device was analyzed. Excessive magnet activations were observed prior to the device current being disabled. No other relevant information has been received to date.

Manufacturer narrative:
Corrected data, initial report: initial report inadvertently excluded a related patient adverse event. Corrected data, event problem cds patient code: initial report inadvertently excluded a related patient code.

Event description:
It was reported that the patient experienced an increase in seizure frequency. This was reported during an office visit when the patient's generator was unable to be programmed. It was reported in clinic notes that the patient's device "was turned off" and that the patient's seizures were stable when the vns was working. Further information was received from the physician's office confirming that the device was disabled due to the burst watchdog and that the device disablement that the burst watchdog error resulted in the increase in seizures. The increase in seizures was previously captured in MFR. Report #1644487-2018-02342. Any further information received related to the burst watchdog error and increase in seizures related to the burst watchdog event will be captured under MFR. Report #1644487-2018-02318.